Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The tissue pad was detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was in use for ten minutes, and then the generated started to initiate 'checking for device.' The device was taken apart and reconnected. The same fault occurred. Another like device was used to complete the procedure. There was a delay of fifteen minutes. There were no adverse consequences for the patient reported.